Manufacturer narrative:
Initial analysis at our post market quality assurance laboratory indicated this device did not pass a therapy availability test. Additional analysis is pending.

Manufacturer narrative:
Visual inspection showed a dent in the bottom front of the device case. Review of device memory showed a capacitor reformation was done one week before explant, yielding a charge time of 23 seconds at a battery voltage of 2.56 volts. The device case was opened and a current battery measurement of 2.28 volts was observed. Visual inspection showed a dented capacitor that was aligned with the dent in the case. A capacitor reformation was performed, and the dented capacitor would not charge. The capacitor was checked with an ohm meter for electrical resistance, and showed a shorted condition. Our analysis and testing indicated this device and capacitor experienced induced damage after explant, causing the device not to charge and deliver energy in laboratory testing.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.

Event description:
--